Event description:
A report was received that during the implant procedure, the patient developed an epidural hematoma. The physician had to remove the hematoma and put the lead back in place. The patient was reportedly doing well postoperatively.